Manufacturer narrative:
The manufacturer has investigated the complaint by analyzing the log files. We conclude that the problem has been caused by a bad fiber connection cable in the installation. The problem was not caused by a malfunction of the device.

Event description:
Image drops on surgical display leading to prolongation of surgical procedure and anesthesia.